Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. It was also reported that the patient experienced inappropriate shocks due to oversensing of the right ventricular (rv) lead. The rv lead was explanted. Additionally, it was noted that the right atrial (ra) lead was fractured. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.